Event description:
Additional information received that identified the patient was treated by healthcare professionals and discharged from the hospital in stable condition with no reoccurrences of symptoms.

Manufacturer narrative:
The patient weight has been corrected.

Event description:
It was reported the patient underwent an hf sensor implant procedure without issue on (B)(6) 2019. Hemoptysis occurred following the procedure, while the patient was home. The patient returned to the emergency room for observation. No additional information is available at this time.